Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
The patient was hospitalized for treatment of coronary heart disease. To avoid repeated needle punctures that could damage the blood vessels, an intravenous catheter was inserted. The insertion was successful, but fluid leakage was observed from the catheter.

Manufacturer narrative:
Investigation summary: no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Because the specific leakage site and abnormal state of the defective sample cannot be identified, so the root cause of leakage cannot be determined. The plant will continue to track and trend for this issue.

Event description:
No additional information.